Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Per soltive laser system instructions for use: "if wireless footswitch connection issues are encountered, try moving the wireless footswitch closer to the system console. If the relocation of the wireless footswitch fails to resolve the connection issue, try moving the system console and wireless footswitch away from any wlan access points." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer, see section b3 and b5. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The intended procedure was a therapeutic stone fragmentation of the kidney. There was no procedural delay. The patient was not under anesthesia at the time the defect occurred. The defect was detected during preparation for use. A holmium laser that was also available in the operating room was used.

Event description:
The customer reported to olympus that the wireless tfl laser footswitch did not connect to the soltive premium superpulsed laser system during preparation for surgery and the laser fiber could not be used and was disposed of. There were no reports of patient harm associated with this event. Related patient identifier: (B)(6) tfl laser footswitch- wireless.

Manufacturer narrative:
The device is not being returned for analysis. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.